Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a module release latch broken/channel unhinged could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that patient involvement...

Event description:
The customer reported that tpn was being hung; when the rn attempted to open the pump door to change the tubing on the far right channel, the entire channel came unhinged and fell to the ground. This caused the old tubing that was still inside the chamber to snap, however the umbilical line it was infusing into on the infant had been clamped, therefore no fluid free flowed to the patient. The defective channel was immediately taken out of use and biomed was made aware of the issue. Per biomed, the latch on the adjacent mating channel had a broken piece which did not allow the two channels to be connected securely. There was no report of patient harm.